Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field safety engineer (fse) was dispatched to evaluate the unit. Replaced the coiled cord and video generator board due to the error codes for the reported event date. Unit ran overnight with no errors. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: pn: 0040-00-0456 sn: n/a (video gen. Boards kit) qty. (B)(4). Pn: 0670-00-1182 sn: (B)(6) spv (kit). Pn: 0670-00-1183 sn: (B)(6) edm (kit). Pn: 0012-00-1839 sn: (B)(6) ncm (coiled cable) qty. (B)(4). These parts were received with a reported unit failure message of unit shutdown while use and found fault codes 111 and 118. Performed visual inspection of these parts received and parts looks to be in good condition. Installed the all parts into the cardiosave test fixture and tested together to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of unit shutdown and found fault codes 111&118. The failure analysis and testing department let pumping the unit for 2 hour. All parts passed testing. Following parts sending to the supplier as per procedure 0002-07-d008 rev an. Pn: 0040-00-0456 sn: n/a (video gen. Boards kit) qty. (B)(4). Pn: 0670-00-1182 sn: (B)(6) spv (part of kit). Pn: 0670-00-1183 sn: (B)(6) edm (part of kit). Following part retaining in the fat dept. As per procedure 0002-07-d008 rev an. Pn: 0012-00-1839 sn: (B)(6) ncm (coiled cable) qty. (B)(4). The following part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining following board in the fat dept. As per procedure. Pn: 0670-00-1182 sn: (B)(6) spv (part of kit). The failure analysis and testing dept. Received part number: 0670-00-1183, upper display monitor board. Serial number: (B)(6) edm from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier tested the board, the board passed all testing, no defects were found. The supplier could not verify the failure of code 111 and 111. The failure analysis and testing dept. Installed part number: 0670-00-1183 upper display monitor board serial number: (B)(6) edm into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. Retaining the board in the fat per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shutdown.